Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization. Review of available information identified that the user made five consecutive meal announcements prior to the event. Device data showed that glucose values remained low for approximately nine hours. The user reported having no recollection of making the meal announcements and subsequently experienced numbness in the feet followed by loss of consciousness. A friend found the user and contacted emergency medical services. The user was transported to the hospital where blood glucose was monitored, IV antibiotics were administered for treatment of a urinary tract infection, and the user was reconnected to the ilet. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to repeated meal announcements resulting in excess insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 05-jun-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids and IV antibiotics, and discharged on (B)(6) 2026. No long-term health effects were reported.